Event description:
It was reported that the vns patient was admitted to the hospital for seizures. The patient had been experiencing an increase in seizures since at least (B)(6) 2014. A battery life calculation using the available programming history showed approximately 5.8 years remaining. It was noted that the patient experienced an accident while riding her bicycle a year ago. Attempts for additional relevant information have been unsuccessful to date.

Manufacturer narrative:
.